Manufacturer narrative:
Product ID: mc1vr01-delsys. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the device was deployed once and retracted after physician dissatisfaction with testing numbers. Diagnostic testing/troubleshooting was performed. Upon patient blood pressure and rate dropped, perforation was confirmed via ultrasound. Cardiopulmonary resuscitation (CPR) and tap were performed. While chest compression were performed, patient went into ventricular tachycardia (vt) multiple times and shocked each time. Within 35 minutes of CPR, patient seemed stable with native intrinsic conduction and normal blood pressure. After 10 minutes, blood pressure dropped again and chest compression resumed. They continued compression until the physician pronounced the patient as expired. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: mc1vr01-delsys. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the leadless ipg was deployed with impedance below 1500 ohms and no capture. The leadless ipg was retrieved and the patient became hypotensive. Immediate electrocardiogram showed pericardial effusion and tamponade. Peri cardiocentesis was performed and smaller than 1500 cubic centimeter (cc) of blood continued to be pulled and re-transfused. The patient experienced a cardiac arrest and expired.